Event description:
It was reported that the programmer "crashed" during a device follow-up and some of the settings had reverted to nominal settings. The programmer had gone to a black screen and a message stating "fatal error" came up on the screen. The programmer was rebooted and the physician re-interrogated the patient and put the device settings back the way they were before the programmer "crashed." The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to duplicate the customer's experience however the error log record confirmed the event and therefore a reconfiguration was completed and the software was reloaded to resolve. Analysis also found that the display dropped and therefore the lower display hinges were replaced, and that the system fan was noisy and it was also replaced.

Event description:
It was reported that the programmer "crashed" during a device follow-up and some of the settings had reverted to nominal settings. The programmer had gone to a black screen and a message stating "fatal error" came up on the screen. The programmer was rebooted and the physician re-interrogated the patient and put the device settings back the way they were before the programmer "crashed". The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.